Event description:
"During code pt needed to be defibrillated was in v-fib bi phasic defibrillator would only charge to 10 j x2. With hands free device. It would also only charge to 10 j with paddle. Pt was shocked with 10 j and then defib was charged to 360 j and the pt was shocked again. They were converted to sinus rhythm then went back to v-fib then emd 15 minutes later. Malfunction did not influence outcome. Pt was in electrical storm.